Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an ambulance transported customer to the emergency room (ER) and was subsequently hospitalized due to blood glucose (bg) level of 600-619 mg/dl range and diabetic ketoacidosis. Customer¿s bg was treated intravenously with fluids of saline and insulin. The customer was discharged on (B)(6) 2023 with no permanent damage. Reportedly, the pump shut off unexpectedly and the pump battery could not be charged. Reportedly, customer reverted to an alternate method of insulin therapy.